Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? Lap. Chol. On (B)(6). What vessel or structure was the device fired on at the time of the event? Ductus cysticus. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? Yes. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Yes. Was there excessive pressure applied to the end of the jaws? No. Was the device fired across an existing staple line or clip? No. What was the shape of the malformed clips? Where the malformed clips removed from the vessel? Yes. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. How was the procedure completed? New ligaclip. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. Was there a recent conversion to ees devices in this account or with this surgeon? No what is the current status of the patient? Doing well.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Lap. Chol. On (B)(6). What vessel or structure was the device fired on at the time of the event? Ductus cysticus was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? Yes. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Yes. Was there excessive pressure applied to the end of the jaws? No. Was the device fired across an existing staple line or clip? No. What was the shape of the malformed clips? Where the malformed clips removed from the vessel? Yes. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. How was the procedure completed? New ligaclip. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. What is the current status of the patient? Doing well.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips that were fired from the device were all in a wrong shape. They stopped using the device. No patient consequence reported.